Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary retention ("bladder problem") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012. The patient's past medical history included ovarian cyst, caesarean section, hypertension, hypothyroidism, asthma, stomach ulcer and gastric bypass. Concurrent conditions included obesity, dysfunctional uterine bleeding, depression, fibromyalgia and anxiety. Concomitant products included cilest (sprintec) and nuvaring for birth control as well as atenolol, iron, levothyroxine sodium (synthroid), saccharated iron oxide (venofer), salbutamol (albuterol inhaler) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced libido decreased ("hormonal changes/hormonal changes describe: decreased libido"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain upper ("stomach pain"), migraine ("migraines / migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced urinary retention (seriousness criterion medically significant) and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), the second episode of urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), infection ("infection (other)") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary), and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary retention, gastrointestinal disorder, back pain, libido decreased, hypersensitivity, the last episode of urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and infection outcome was unknown and the abdominal pain upper, nausea, dyspareunia, vaginal discharge and vomiting had resolved. The reporter considered abdominal pain upper, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, infection, libido decreased, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary retention, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary retention ("bladder problem") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012. The patient's past medical history included ovarian cyst, caesarean section, hypertension, hypothyroidism, asthma, stomach ulcer and gastric bypass. Concurrent conditions included obesity, dysfunctional uterine bleeding, depression, fibromyalgia and anxiety. Concomitant products included cilest (sprintec) and nuvaring for birth control as well as atenolol, iron, levothyroxine sodium (synthroid), saccharated iron oxide (venofer), salbutamol (albuterol inhaler) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted.in 2012, 11 months 3 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced libido decreased ("hormonal changes/hormonal changes describe: decreased libido"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and the first episode of urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain upper ("stomach pain"), migraine ("migraines / migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 4-(B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced urinary retention (seriousness criterion medically significant) and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), hypersensitivity ("allergic or hypersensitivity reaction"), the second episode of urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), infection ("infection (other)") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary retention, gastrointestinal disorder, back pain, libido decreased, hypersensitivity, the last episode of urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, alopecia and infection outcome was unknown and the abdominal pain upper, nausea, dyspareunia, vaginal discharge and vomiting had resolved. The reporter considered abdominal pain upper, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, infection, libido decreased, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary retention, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received. Events: infection (bladder/ urinary tract/vaginal) type:uti,/hormonal changes describe: decreased libido,vision/eye problems type: blurry vision, ablation,incomplete bladder emptying were added. Concomitant drugs, concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Concurrent conditions included obesity. Concomitant products included cilest (sprintec) and nuvaring for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 4 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("back pain"), abdominal pain upper ("stomach pain"), hormone level abnormal ("hormonal changes"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment (" vision problems "), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased (" weight gain"), alopecia ("hair loss") and infection ("infection (other)"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary),), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, back pain, abdominal pain upper, hormone level abnormal, hypersensitivity, urinary tract infection, cystitis, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, alopecia and infection outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes,migraines / headaches, nausea,dental problems, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain,vaginal discharge, vision/eye problems, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss, back pain, stomach pain. Concomitant disease, historical condition were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.